Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), vaginal perforation ('vaginal cuff perforation') and pelvic infection ('infection of pelvis') in an adult female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and unusual bleeding and clotting"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (robotic hysterectomy with a bilateral salpingectomy, including removal of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal perforation, pelvic infection, genital haemorrhage, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, migraine, pelvic infection, pelvic pain, vaginal discharge and vaginal perforation to be related to essure. The reporter commented: left coil: 4. Right coil: 2. Lot number:a63340, manufacture date: 2012-10, expiration date: 2015-10 -31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), vaginal perforation ('vaginal cuff perforation') and pelvic infection ('infection of pelvis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and unusual bleeding and clotting"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (robotic hysterectomy with a bilateral salpingectomy, including removal of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal perforation, pelvic infection, genital haemorrhage, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, migraine, pelvic infection, pelvic pain, vaginal discharge and vaginal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), vaginal perforation ('vaginal cuff perforation') and pelvic infection ('infection of pelvis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and unusual bleeding and clotting"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (robotic hysterectomy with a bilateral salpingectomy, including removal of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal perforation, pelvic infection, genital haemorrhage, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, migraine, pelvic infection, pelvic pain, vaginal discharge and vaginal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received: reporter added, events dysmenorrhea, vaginal discharge, pelvic infection added. Event of genital haemorrhage downgraded to non-serious based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), vaginal perforation ('vaginal cuff perforation') and pelvic infection ('infection of pelvis') in an adult female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and unusual bleeding and clotting"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (robotic hysterectomy with a bilateral salpingectomy, including removal of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal perforation, pelvic infection, genital haemorrhage, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, migraine, pelvic infection, pelvic pain, vaginal discharge and vaginal perforation to be related to essure. The reporter commented: left coil: 4. Right coil: 2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received. Reporters information were added. Lot no. Were added.rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal and unusual bleeding and clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (robotic hysterectomy with a bilateral salpingectomy, including removal of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.